Manufacturer narrative:
The investigation is still ongoing and this report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported that the scope was washed in the washer four (4) times and "failed". It was reportedly used in a procedure with no with impact. There were no reports of patient harm associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to clogging of nozzle, air and water supply volume did not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.